Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing bothersome at the battery site. The patient underwent an explant procedure. The explanted devices were discarded of in biohazard per hospital protocol.